Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -14.50 diopter was implanted into the patient's left eye (os) on (B)(6) 022. On (B)(6) 2023, the lens removed and replaced for a smaller length lens due to lens excessive vault. The problem was resolved.